Event description:
A clinical nurse reported that the patient was seen with high impedance and was referred to neurosurgery for a revision. The patient has not felt vns for about a week and was feeling it less and less over the past month. The patient is also experiencing a higher frequency of seizures recently. Additional information received noting that the increase in seizures was assessed to be above pre-vns baseline levels. But this was also difficult to truly assess since the patient has a very high seizure burden and determining a true baseline is challenging. The patient continues to experience seizures, and some of the reported events may be non-epileptic in nature. No known surgical intervention has occurred to date. No other relevant information has been received to date.